Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient, as part of a clinical trial for the valiant mono lsa stent graft system on, for the endovascular treatment of a 52mm fusiform aneurysm. It was reported that the patient presented with pruritus the day after the index procedure. The event was assessed by the investigator to be related to the study procedure. The patient was treated with medication and the event is resolved. The patient also presented with worsening hypertension four days post the index procedure. The event was assessed by the investigator to be related to the study procedure. The patient was treated with medication and the event is unresolved and treatment is continuing. The cause of the events is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reported pruritus was observed all over the patient's body and was due to an allergic reaction to the contrast. The scattered atelectasis resolved without treatment. The reported worsening hypertension (175/79) was resolved post treatment. These events were further assessed by the sponsor as procedure related.